Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt was unable to increase stimulation. A full lead diagnostic measurement indicated low impedance values on all contacts. Upon reprogramming, the pt reported good coverage and the issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.